Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The returned device was visually examined for any abnormalities, and the following was observed: upon opening the jar- leaflet cp3 was in opened position. Leaflets cp2 and cp1 were in closed position. When tested with probe- flex opened leaflets to closed position: cp3 flexed back to the open position. Flex the closed leaflet to open position: cp2 flexed back to the closed position, while cp1 stayed open. The returned valve was visually observed in solution, and the reported appearance/behavior of the leaflets was observed. Leaflets cp2 and cp1 remained closed at all times. Leaflet cp3 remained open all the time. According to the quality team inspection: crease across leaflet was observed in the outflow side in cp2. Crease across leaflet with acute fold in the inflow side in cp2. The returned valve was further tested for proper coaptation under nominal simulated physiological patient conditions. The returned valve was videotaped as it cycled in the pulse duplicator to obtain footage showing valve leaflet motion. Video footage demonstrates that the valve opened and closed properly under the nominal stimulated patient test condition. Frame obtained from video footage depicting the outflow side of the valve was completely closed. No crease was present at l1 and l2 leaflets under back pressure during diastole. L3 leaflet was flustering under back pressure during diastole.the complaint for valve leaflet crease was confirmed through returned product evaluation. This evaluation did not identify any issues related to instructions for use (IFU) or labeling. Upon examining the returned device, a crease was observed on leaflet cp2. This crease likely resulted from operator manual assembly technique / workmanship. The crease on leaflet potentially led to irregular/suspicious leaflet appearance as reported. Additionally, functional test performed by the r&d team concluded that there is no functional impact on valve due to the confirmed condition. As such, available information suggests that manufacturing issue (workmanship) may have contributed to the complaint event. The associated risk and corresponding corrective actions have been addressed under a product risk assessment and CAPA. In this case, to address a potential manufacturing issue, awareness communications and personnel acknowledgements were completed at all three manufacturing sites regarding the leaflet crease condition. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in france, upon opening the jar of a 20mm sapien 3 ultra valve, a suspicious valve appearance was identified. It was decided not to implant the valve. A second valve was successfully implanted. As per evaluation of the image provided, two leaflets were observed in closed position and one leaflet was in open position. As per product evaluation, a crease was identified in the leaflet on the outflow side.